Event description:
This console was not on a patient. Customer reported that during routine console checkout, he was unable to calibrate the backup controller due to a right flow problem. The console has been returned to syncardia for evaluation. The alleged failure mode did not pose a risk to a patient because it occurred during routine console checkout and was not on a patient. In addition, this alleged failure mode does not negate the ability of the console to continue to perform its life-sustaining functions because the console has a redundant, backup controller.